Manufacturer narrative:
It was reported the patient was treated with oral, IV and topical and antibiotics. This report is filed on july 15, 2019.

Manufacturer narrative:
The device was explanted due to skin flap complication. The device passed all electrical tests confirming correct device function. This report is filed on august 21, 2019.

Manufacturer narrative:
This report is submitted on may 23, 2019.

Event description:
Per the clinic, the patient experienced skin reaction at the magnet site and had a thin skin flap. The device was electively explanted on an unknown date. It is unknown as of this date, may 23, 2019 if the patient will be re-implanted with another device.